Manufacturer narrative:
The insulin pump was received with blank display problem isolated to radio frequency board. There was no cosmetic damage noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The blood glucose at the time of the incident was 20.6 mmol/l. Troubleshooting was not able to resolve the issue. It was advised to remove the battery for two hours and call back if display did not return. The device will not be returned for analysis.